Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, pre-close placement of the sutures was attempted in the common femoral artery through a 6-french access site using perclose proglide devices. Reportedly, during deployment of three proglide devices, the suture broke. The suture was removed and the access site was upsized to 18-french. After the evar repair procedure, hemostasis was achieved surgically. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The needle plunger, cuffs, link, and needles, key components of the device were not returned; therefore, the reported suture break could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Additionally, the customer returned one unused sterile proglide device for evaluation with the same part (12673-03) and lot number (40903k1), as the complaint device. The device was deployed and performed according to specifications. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency.